Manufacturer narrative:
The event of capsular contracture and seroma-late are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown and seroma-late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
A patient reported they experienced the events of "swelling¿, ¿capsular contracture (grade unknown)¿, ¿liquid¿, ¿sometimes right breast gets inflamed and red¿ on the right side. Patient additionally reported ¿fever¿ and ¿urinary infection" which are not device related. "The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported that a patient experienced ¿constant pain¿ and ¿has suspicion of bia-alcl¿ , benign calcifications, "lobulated contours" and "some radial folds inside the devices".